Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/21/2016. The fse confirmed the leak was caused by the wbc bath overflowing, and replaced tubing on valves lv14 and lv15, resolving the leak. The beckman coulter internal identifier for this report is (B)(6).

Event description:
A customer reported an uncontained leak of approximately 10 ml of fluid from a coulter ac·t diff analyzer while performing a start up. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time the fluid leak was observed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.